Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made and no further information has been provided. Based on the product history records, , the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information and product return did not receive a response. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. If additional information was received that add value on this case another report will be sent .

Event description:
Mobi-c p&f us : revison for implant loosening recurrence of pain 2 months post-op. Imaging revealed disc loosening. Removed to acdf. No evidence of osteophyte or heterotopic ossification according to surgeon. The revison was related to patient pain due to device loosening ( post-op) , the explant was not returned to manufacturer no known patient impact post revison.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p&f us : revision cause of persistant pain (2 months post-op). Date of implantation : (B)(6) 2016. Date of revision : (B)(6) 2016.